Event description:
Customer reportedly obtained results of 170 mg/dl, 75 mg/dl, 531 mg/dl, and 66 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.